Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support disk also, unable to perform occlusion test and excessive no delivery test due to loose drive support disk or verify low reservoir alarm due to a33 alarm. However, the insulin pump passed displacement test, operating currents, self-test, off no power and a21 error test. No black display anomaly noted. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a compromised force sensor system while filling the tubing. He did not recall the blood glucose reading. The insulin continued to drip after the motor stopped and the drive support cap was noted as being protruded. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.